Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu (lot# n4d2392y) sig power sigphandle handle (serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure involving the reload, the stapling was completed in zone 2 but there was difficulty retracting the knife blade after firing the stapler. The clamped was locked during retraction and would not open. It was also noted that there was breakage of the shaft at the articulation of the reload. Attempts to reopen the reload using various methods (neither to reboot/ disconnect-reconnection of the handle) were unsuccessful. The issue was resolved by resecting and re-stapling.

Manufacturer narrative:
Additional information: d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the unload switch was at the home position. The adapter was received with a reload attached. Functionally, the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was unresponsive with the reload attached. The adapter had 48 of 50 procedures remaining. The reload could not be removed from the handle by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was partially disassembled to allow removal of the reload. The articulation mechanism was out of home position. The adapter was reassembled. Damage to the tip of the firing rod indicative of a disconnection of the firing rod from the reload laminates was found. The adapter was connected to an rpa clamshell and a handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument locked on tissue and the knife blade was difficult to retract. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of firing rod not in home position and the articulation mechanism not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.